Manufacturer narrative:
Information was received on 17-jan-2022 indicating that there was no patient involvement. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. The customer's problem was not duplicated in that the pump "failed volume occlusion test 3 tests (below 18.6 ml)" issue during the investigation. Running three accuracy tests, the pump was found to be within manufacturing specifications. Pump's pressure switch test was performed for the "failed volume occlusion test 3 times" issue. The results showed not activated and out of the pump's manufacturing specifications. Service recommended a downstream occlusion sensor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump failed volume occlusion testing (below 18.6 ml). No patient injury reported.